Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was intermittently fluctuating. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.